Event description:
Customer reports that three years ago she was injecting herself with insulin when the plunger pushed on its own and she overdosed. Reportedly, she went into a diabetic coma and was taken to the hospital. The patient can't remember any other details.